Manufacturer narrative:
Patient reported to be over 18 years of age. Component code 515 relates to device code 1395 for stent migration post procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2013 in the bile duct. According to the complainant, on (B)(6) 2013 the flexima rx biliary stent was successfully deployed in the bile duct. On (B)(6) 2013 endoscopic retrograde cholangiopancreatography for stent removal was performed, removal of the stent was difficult due to proximal migration of the stent into the bile duct. The stent was retrieved successfully using a 2cm and 3cm trapezoid basket and a rescue forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2013 in the bile duct. According to the complainant, on (B)(6) 2013 the advanix preloaded biliary stent was successfully deployed in the bile duct. On (B)(6) 2013 endoscopic retrograde cholangiopancreatography for stent removal was performed, removal of the stent was difficult due to proximal migration of the stent into the bile duct. The stent was retrieved successfully using a 2cm and 3cm trapezoid basket and a rescue forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.